Manufacturer narrative:
The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. However, the device alarmed motor error during testing. The device had severely scratched lcd window, cracked lcd window, broken battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address label, serial number label, missing end cap sticker and scratched keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 560 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 560 mg/dl and advised customer to refer to back up plan. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump. The insulin pump is being replaced and is expected to return for analysis.